Event description:
The hcp reported a motor stall message and "tube set may exceed 24 hours" post MRI. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.